Manufacturer narrative:
The device passed testing. During testing the device was opened and a visual inspection did not observe any spillage inside the device and all the cables were found in good condition. There were no visual signs of charring, burning, or burning smell observed. The device passed the electrical safety test. The customers report of the device arching inside the machine, shock hazard, was not confirmed. Based on the data verified, hospira could not attribute the issue to the device.

Event description:
The customer contact reported ¿rn saw arching inside the machine, shock hazard.¿ no event details were provided. There were no reports of any adverse events to patients or staff members and no delays of critical therapies while the device was in clinical use. No additional event details or information were provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported ¿rn saw arching inside the machine, shock hazard.¿ no event details were provided. There were no reports of any adverse events to patients or staff members and no delays of critical therapies while the device was in clinical use. No additional event details or information were provided.